Event description:
It was reported via an implant card that the patient had a lead and generator replacement surgery due to high impedance and a depleted battery. The explanted lead and generator have not been received by the manufacturer to date. No additional relevant information has been received to date.